Event description:
The customer stated she was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer stated she was found unconscious. Prior to that, the customer stated that her medical doctor had advised her to increase the basal rate. Troubleshooting was performed and the insulin pump passed the required tests, including the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.